Manufacturer narrative:
During stent placement, the microcatheter was placed at an acute angle, but not a lot. During recapturing, the microcatheter was advanced over the stent/delivery system. A constant and dedicated saline source was utilized at all times. There was no complaint against the jailed mc. The aneurysm was saccular and measured at the neck was 4.7mm and neck to sac ratio was 1:1.2, and the vessel characteristic was normal. A cd copy of the procedure is not available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427242. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that there was difficulty recapturing the enterprise vrd which led to incomplete coverage of the aneurysm neck. The aneurysm was successfully coiled without adverse event to the patient. The procedure was a stent assisted coil embolization of an anterior communicating (acom) aneurysm using the jailing technique. During deployment of the 22mm enterprise vrd ((B)(4)), the position was too proximal to cover all of the aneurysm neck. With attempt to recapture, a strong resistance was felt, so the enterprise was deployed. Initially, the distal part of the enterprise was slightly covering the distal neck, but when attempting to control the microcatheter positioned in the aneurysm sac it was noted that the one of the markers went into the aneurysm sac. The microcatheter utilized with the enterprise system was a prowler select plus 45 (catalog/lot unknown), and was utilized with other products after the event. The distal tip was not re-shaped. It is not known if a 5cm distal tip microcatheter was used as outlined in the instructions for use. During placement, the stent was not exposed passed the recapture point, and no additional torque was applied to the delivery system or microcatheter. During stent placement, the microcatheter was placed at an acute angle, "but not a lot". During recapturing, the microcatheter was advanced over the stent/delivery system. A constant and dedicated saline source was utilized at all times. There was no complaint against the jailed microcatheter. The saccular aneurysm measured 4.7mm at the neck with a neck to sac ratio of 1:1.2, and the vessel characteristic was normal. A cd copy of the procedure is not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427242. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent was implanted and the delivery system was not returned for evaluation. It is possible that procedural factors and vessel characteristics including the reported angulations contributed to the event. However, without procedural images and based on the available information, no conclusion can be made regarding the inability to recapture the device. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization of an aneurysm in the acom artery, the position of enterprise system came down to too proximal to cover all the aneurysm neck and he tried to re-capture the stent, but the physician felt strong resistance during re-capture, and the enterprise stent was deployed at the site. Initially, the distal part of enterprise stent was slightly covering the distal neck, but after attempting to control the jailed (mc) microcatheter which was in the aneurysm sac, the physician found out that one marker of stent went into aneurysm sac. Fortunately, no event happened. The procedure was completed with coils successfully. The physician wants to know why it was so hard to re-capture the device. The microcatheter utilized with the enterprise system was a prowler select plus 45 (catalog/lot unknown) that was utilized with other products after the event. The distal tip was not re-shaped. During placement, the stent was not exposed passed the recapture point, and no additional torque was applied to the delivery system or microcatheter.